Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received. This complaint for a report of air in tubing (without alarm) could not be confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The home patient (hp) contacted baxter's technical service center regarding assistance ending therapy which occurred on the homechoice during use during initial drain as there were air bubbles in the patient line. The hp would start over with new supplies. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011. He stated that after starting over with new supplies, therapy went well. He did not notice anything unusual about his supplies. He felt that the air had come out from his body after he connected. Therapy since has been going well and there were no adverse effects reported in relation to this incident.